Event description:
Approximately seven months post hvad implantation this patient reported "critical battery" alarms at charge levels greater than 10% and power switching of batteries on three separate occasions. The patient changed the batteries on all three occasions resolving the problem. The patient also reported having issues with his controller. He reported power switching on port one (1) of his controller and that the scroll button of the controller was not functional. The controller and one battery were replaced and have been returned to the manufacturer for evaluation. According to the site, the patient had not reported equipment issues prior to this event and did not have a cell phone nearby. There was no reported patient injury.

Manufacturer narrative:
The pump remains implanted in the patient. The controller and one battery have been returned to the manufacturer for evaluation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Manufacturer narrative:
A battery and a controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported critical battery alarms and power switching events were both confirmed via review of the controller log files. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The devices were related to the critical battery alarm and power switching portions of the event; however these events could not be duplicated at the bench level. The event detail's claim of a non-functioning scroll button on the controller could not be confirmed nor could it be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the battery, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. (B)(4). Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.